Manufacturer narrative:
On (B)(6) 2021 the customer reported a pump error 43 and then a frozen screen and nonresponsive keypad buttons. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially missing retainer ring, cracked middle (enter) keypad button. Device passed displacement, sleep current measurement, and active current measurement tests. While performing the prime/seating, basic occlusion, and force sensor tests, the device returned an unexpected pump error 38 during motor rewind. Unable to perform these tests as well as the occlusion test due to the recurring pump error 38. No frozen screens were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Finally no pump error 23 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump errors 43 have occurred in the past. The adapt tool reveals that the pump errors 43 occurred on (B)(6) 2021 @ 07:28. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--da1, r41, r17; home motor switch, force sensor. More important, the motor gearbox is jammed. In summary, the customer¿s report of a pump error 43, frozen screen, and nonresponsive keypad were not confirmed during testing. The pump error 38 is due to a jammed gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error and frozen display as well as stuck buttons. The trouble shooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.